Event description:
The pt underwent a total abdominal hysterectomy in 2005. The pt was readmitted to the hospital with a post-op infection and pain about 2 weeks later. The pt was treated with drainage and antibiotic therapy. Pt was prescribed augmentin upon discharge on the 5th day and is currently recovering.